Event description:
The customer reported a table error 420 during a cysto case. Customer rebooted system and error went away. No injuries were reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He reseated connections to table sensor pcb. Verified table function. Verified system boot and fluoro function. System operates as intended.